Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump last night. Customer stated that anytime that she gives herself a bolus, the pump alarmed no delivery. Customer is not wearing the pump right now and is on shots. Customer has used up 3 sets due to this issue. Customer's blood glucose level was 140 mg/dl. Customer's blood glucose level was 176 mg/dl this morning. Customer does not have the sets with her and is unable to troubleshoot at this time. Customer was advised to call back once they are home and have the sets to troubleshoot for this issue. No further assistance needed.